Event description:
It was reported that, the cardiosave intraaortic balloon pump (iabp) had a gas leak alarm. It is unknown under which circumstances the issue was discovered, however there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d5, e2, g2, e3 is unknown (initially it is submitted as "other healthcare professional"). Additional information: e1: (B)(6). A getinge service technician inspected the unit and noted that an external inspection all checked ok. Not able to reproduce the reported issue. Pm with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.